Manufacturer narrative:
The event of pharyngeal process with purulent plaques and high fever (infection), deemed not device related is considered an unexpected adverse drug experience. Corrected data: initially, g6 was selected as initial. The correct type of report should be 15-day.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿. Patient experienced with rush, inflammation, and increase of the temperature on the treated are. Weks later, patient had a pharyngeal pharyngeal process with purulent plaques and high fever (infection). Patient was treated with amoxiciline, ciprofloxacine, cloxaciline, zamene and polaramine. Symptoms are ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿. Patient experienced with rush, inflammation, and increase of the temperature on the treated are. Weks later, patient had a pharyngeal pharyngeal process with purulent plaques and high fever (infection). Patient was treated with amoxiciline, ciprofloxacine, cloxaciline, zamene and polaramine. Symptoms are ongoing.